Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200-300s mg/dl). Correction boluses and insulin injections were used to address the bg. The customer did not know the cause of the high bg. Reportedly, the customer had been using humalog in the cartridge for 3 days and would prefill the cartridges. Tandem technical support informed the customer that humalog was labeled for 48 hours use with the cartridge. The customer declined further troubleshooting and follow-up.